Event description:
It was reported that the patient underwent a bilateral temporomandibular joint procedure in 2007, and subsequently had pain, swelling, and infection in 2012 with no known medical intervention. The patient has now experienced a revision of the right side for an unknown reason.

Manufacturer narrative:
(B)(4). Medical products: item #24-6560, lot #166990; tmj system right fossa component, medium. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00060.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the patient has not been revised because she thinks it will make her issues worse.